Manufacturer narrative:
Additional information: h6 evaluation codes - type of investigation; investigation findings; investigation conclusions. Investigation summary: the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample was not returned to the manufacturing site for evaluation. However, two videos were provided for review. According to evidence found on the provided videos, a damaged bag was received by the customer. Based on the available information, the root cause was found to be related to the rf sealing machine process. A corrective action to replace the rf sealing machine was initiated and addressed. This complaint will be closed with no further actions at this time and will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feeding set leaked between the bag and the line. The issue occurred during use. There was patient involvement; but no patient injury, medical intervention or adverse reaction associated with this event.